Manufacturer narrative:
(B)(4). Date sent: 4/2/2025. D4: batch # 357d06. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damaged and with a tr45w reload loaded on the device. The returned reload was partially fired 1/10. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 357d06, and no non-conformances were identified. Additional information was requested and the following was obtained: only 1 of the ats 45 did not fire upon opening, but when they were given to the rep we could not tell which device was used to finish the case and which device malfunctioned so both were returned for analysis. If the reload was not used then it was the on in initial device, if the reload was used then it should not have been returned as it was the one used to complete the lap appy procedure.

Event description:
It was reported that during lap apply case ats45 would not fire, a new device was opened and used to finish the case. This was on the initial firing of device. The procedure was completed successfully with no adverse consequences for the patient.